Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and advised to call back if the malfunction code reappeared. The caller acknowledged and understood these instructions.